Event description:
It was reported that this patient had received an inappropriate shock due to lower amplitudes at a rate much lower than their conditional zone. The system was initially reprogrammed to primary vector with two times gain. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.